Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed " system error, out of service , revert to manual CPR " error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was due to a defective processor board. Upon visual inspection, unrelated to the reported complaint, the bottom enclosure was observed to be damaged. The observed physical damage appeared to be characteristic of user mishandling. The bottom enclosure will be replaced to address the observed physical damage. The archive data review indicated system error user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The defective processor board will be replaced to address the system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4) displayed " system error, out of service , revert to manual CPR " error message. No additional information was provided. No patient involvement.